Event description:
The reporter stated the surgeon attempted to insert aq2015a 21.0 diopter three piece lens. The lens got mangled in the injector. There was no pt contact. Reporter stated the injector was the cause of damaged lens. No lot number provided.

Manufacturer narrative:
(B)(4): method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the work order. (B)(4).